Event description:
It was reported that the user experienced blood glucose fluctuations while using the ilet, and a trainer advised performing a factory reset; the reset was completed after allowing the new sensor to warm up. Symptoms included hypoglycemia and hyperglycemia with recorded values down to 51 mg/dl and up to 250 mg/dl. Outcomes included transient symptomatic hypoglycemia managed with oral glucose and self-care, without emergency treatment or hospitalization. Investigation included technical troubleshooting, device setup guidance, and user education on best practices for hypoglycemia treatment and minimizing unnecessary pauses. Investigation of this case revealed user behavior contributing to glycemic variability, specifically frequently pausing insulin and overtreating lows, with no evidence of device malfunction. It was concluded that the device functioned as intended and that user technique contributed to the reported events, with education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.